Event description:
It was reported ten bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had damaged catheters. The following information was provided by the initial reporter: "below is a breakdown of the defective devices that have been reported to me so far."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1053923. D.4. Medical device expiration date: 2/28/2025. H.4. Device manufacture date: 3/9/2021. D.4. Medical device lot #: 1053927. D.4. Medical device expiration date: 2/28/2025. H.4. Device manufacture date: 3/16/2021. D.4. Medical device lot #: 1021363. D.4. Medical device expiration date: 1/31/2025. H.4. Device manufacture date: 2/25/2021. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1053923 medical device expiration date: 02/28/2025 device manufacture date: (B)(6) 2021. Medical device lot #: 1053927 medical device expiration date: 02/28/2025 device manufacture date: (B)(6) 2021. Medical device lot #: 1021363 medical device expiration date: 01/31/2025 device manufacture date: (B)(6) 2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported ten bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had damaged catheters the following information was provided by the initial reporter: "below is a breakdown of the defective devices that have been reported to me so far."